Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a sling procedure in 2005. Following the procedure, the patient experienced recurrent stress urinary incontinence. The patient underwent another surgical procedure on an unknown date and new mesh was implanted. Additional information has been requested.